Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 from initial medwatch report. Correction: from h10 in the initial medwatch report, the microbiological analysis results are not pending. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. The root cause cannot be identified . The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the suction channel, forceps elevator, and suction valve. The air/water and balloon channels were flushed with water and air using the maj-1444 air/water valve and maj-629 air/water channel cleaning adaptor. The air/water channel was flushed with water and using the mh-948 air/water channel cleaning adaptor. During manual cleaning, presoaking and leak testing were performed and the detergent used was revitolox, manufacture by steris. The instrument/ suction channel, suction cylinder, and instrument channel port were brushed. The distal end being brushed with the channel-opening brush and single use soft brush (maj-1888). The disinfectant used was revitolox, manufacture by steris and the channels were flushed with ro water. The automated endoscope reprocessor (aer) used was soluscope , manufacture gallay with sol a,p,l,cln detergent. The water quality was controlled, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by blown with compressed filtered air and dry process of aer/ewd and stored in cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the evaluation revealed the following findings: universal cord was leaking; distal end insulation test had failed; angle knobs were not locking correctly; light guide lens is chipped or cracked; bending section cover (a-rubber) adhesive was detached, chipped, cracked, or had a burr; scope-cover was cracked; insertion tube has deep scratch/ coating peel-off; bending angle does not meet specification (due to deformation of bending tube, bending angle in up direction exceeds the standard value); and the right/left knob was deformed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 100 colony forming units (cfus) of pseudomonas aeraginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.